Manufacturer narrative:
Additional data: work order search: no similar complaint was reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -08.00 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting and iris atrophy. The lens was exchanged for a longer lens but the problem was not resolved.